Manufacturer narrative:
The patient's attorney did not allege a specific device failure. Based on the medical records provided there is no way to determine to what degree if any the soft mesh may have caused or contributed to the problems the patient experienced post implant due to the patient's medical history of recurrent unexplained pain, kidney stones and diagnosis of a grade 2-3 cystocele. The medical records provided make no indication of any additional medical treatment provided in regards to the bard soft mesh implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent a total vaginal hysterectomy and implant of a bard/davol soft mesh used as a tvt midureteral sling. On (B)(6) 2011, (B)(6) 2012, (B)(6) 2014 - patient had doctor office exams with complaint of pain when voiding, abdominal cramping with bloating and a grade 2-3 cystocele was noted. On (B)(6) 2014 - patient had doctors office exam with complaints of increased urinary frequency and urgency with some blood in urine. The md suspected a ureteral stone or kidney stone. On (B)(6) 2014 - patient had a CT scan, results confirmed a previously passed kidney stone.